Manufacturer narrative:
Corrections - b1 should only have "product problem" checked; b2 should not have anything checked.

Event description:
Correction - it was reported that the infection was noted to be unrelated to the device or procedure. The patient was treated without removing the implantable cardioverter defibrillator system.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an error message was noted on the implantable cardioverter defibrillator (ICD). Additionally, it was discovered that the ICD device longevity estimation had decreased. It was noted that the patient had walked near a high voltage installation the same day that the error was noted. Additionally, the physician suspects that the patient might have an infection. Therapy was turned on and the error message was resolved. The patient was asymptomatic and in stable condition throughout.